Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11, 3 previously reported events were included in this follow-up record. Product return status: 3 devices were not available for evaluation. Evaluation findings (results/components) 3 devices: no findings available / part/component/sub-assembly term not applicable product disposition: 3 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 3 events for the failure: detachment of device or device component. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 3 events for the failure: detachment of device or device component. 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Additional information: 3 devices were not reprocessed or reused.